Event description:
Hospital staff reports that while a physician was visiting a pt, the pt complained of chest pain and then collapsed. The pt was placed on the floor and CPR was started; the AED was called for. The reporter stated there was a 10-15 minute delay between when the time pt collapsed and the AED was applied. Reportedly, when electrodes had been attached to the pt and the device powered on, the device indicated connect electrodes and use of the device was inhibited. The device operator unplugged and reconnected the connection between the electrodes and the device without success. After 2-3 minutes delay the als provider arrived on scene with a back up devices. The electrodes were replaced and a determination was made that the pt was asystolic at that time. The pt was transported to the hosp and the code was called. The reporter stated the pt's outcome was not a result of device operation was not a result of device operation. The reporter's opinion was based on the pt's lack of response to resuscitation efforts.